Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-june-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump pressure set to 35 and it spiked up to 150 and creates too much pressure inside the joint. This occurred during use in a case with no patient effect. Another pump was brought in to finish the procedure. Additional information requested on 11-june-2026.